Manufacturer narrative:
(B)(4). The actual sample plus two companion samples were received and evaluated. The complaint could not be confirmed in the lab, therefore, the root cause is undetermined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
Email received in corporate mailbox on (B)(6), 2011. Patient reported the cassette came loose from the bag, sprayed solution all over the floor and patient could not complete his last fill. There was patient involvement but no injury or medical intervention reported. A follow up was done via phone. The registered nurse (rn) stated the samples provided by the home patient (hp) were still available. The rn stated she had the actual set up (cassette and bags). There was no patient injury or medical intervention reported.